Event description:
Passy-muir became aware of a death of a pt via a news article on the internet. It was verified via a phone conversation with the reported facility on 06/05/2008 that the reported pt was using a passy-muir valve. The pt was quadriplegic with no functional use of his hands secondary to c5-c6 spinal cord injury. On event date, the respiratory therapist removed the passy-muir valve from the trach tube to provide breathing treatments and positive expiratory pressure (pep) therapy. Approx 30 minutes later, a nurse entered the pt's room and placed the passy-muir valve on the pt to allow him to communicate. Approx another 30 minutes later, a different nurse entered the room and found the pt unresponsive. It was reported that the hospital staff is uncertain when the cuff of the tracheostomy tube was inflated.

Manufacturer narrative:
Method - no product problem reported. Based on the info reported by the user facility in this case, there was no device malfunction on the part of the passy-muir speaking valve. The adverse event occurred due to user error. As the MFR of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, pt handbook, and caution labels that specifically state that the tracheostomy cuff must be completely deflated when the passy-muir valve is in place. The caution labels are designed to be placed on the tracheostomy tube pilot line where the cuff is inflated/deflated as well as at the bedside or on the pt's chart. The caution labels (pilot line label, bedside label, chart label, and storage container label) are brightly colored so as to bring attention to the caution of cuff deflation and to ensure proper monitoring of the pt with the passy-nuir valve in place. It was reported by the user facility that the passy-muir storage container with the caution label was found in the room. The passy-muir bedside caution label was found on the nightstand underneath a tote bag. It was further reported that passy-muir valve policies and procedures were not utilized or implemented at this facility, in addition, passy-muir valve competency and training has not yet been implemented at this facility.